Event description:
The following bd nexiva closed IV catheter system with nearport IV access (compatible with pivo pro needle-free blood collection device) reference/lot numbers were associated with the canted/defective bevels at our facility: -18 gauge x 1.25 in (1.3 x 32 mm) reference #393529 (lot #4299932) -20 gauge x 1.25 in (1.1 x 32 mm) reference #393527 (lot # 5185017). Pt code: 4582. Device code: 2588. Ref report: mw5181895.